Manufacturer narrative:
A customer notified cardioquip on (B)(6) 2022 that they had removed a device from service due to concern regarding bacterial contamination, following receiving "positive results". In a follow-up conversation, the customer explained that a patient infection was reported, however, the customer confirmed that the contamination of the device was not tied to the patient event as the species of bacteria in the mch did not match that found in the patient. Cardioquip is currently working with the customer to provide buyback options as the customer does not wish to receive service for the device. As of the date of this report, the device remains out of service, while cardioquip waits to receive the device back from the customer.

Event description:
The customer reported that the unit is out of service due to some contamination concerns.